Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented after a pocket revision indicating eri. The patient was a twiddler and the pulse generator had migrated, which caused the revision. The device was explanted and replaced. No patient symptoms were reported.

Event description:
New information indicated that the patient's condition was good before, during and after the procedure.